Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging. Database analysis revealed no anomalies. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging. Database analysis revealed no anomalies. The patient will undergo a revision.